Event description:
It was reported that this right ventricular (rv) lead dislodged. The lead exhibited loss of capture (loc) and undersensing as a result. The dislodgement was confirmed via x-ray imaging. The lead was explanted and replaced. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.